Manufacturer narrative:
At this time the product remains in service. If additional information becomes available, this report will be updated as necessary.

Event description:
Boston scientific received information that post implant this right ventricular (rv) lead exhibited loss of capture, impedance issues, and low r wave amplitude. The lead was revised and remains implanted. No adverse patient effects were reported as a result.